Event description:
Hamilton medical ag received the following event description: hamilton medical ag received the following event description: while the users were trying to turn the device on, the device presented a malfunction during startup (which startup can't be completed), and the ip panel could only display a white light - no other color on screen , and the unit "hangs" on this condition, making this g5 not operational.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Follow-up 1: device evaluation: the failure occurred during start-up, no patient involvement. If the same issue occurs during ventilation of a patient, the therapy might be affected and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event remains reportable. The service engineer did the troubleshooting and performed the tests. The root cause was determined to be a defective interaction panel (ip) esm board. In consequence (correction) the defective ip esm board was replaced. After the replacement, the device worked as intended. At the time of the event, the device was 17 years old.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: while the users were trying to turn the device on, the device presented a malfunction during startup (which startup can't be completed), and the ip panel could only display a white light - no other color on screen , and the unit "hangs" on this condition, making this g5 not operational.